Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated. The actual onestep electrodes from the event were not available for evaluation.  Instead, onestep electrodes from retained samples of the same lot number 2123d were investigated.  Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event. Pictures were provided, but we are unable to determine cause without the actual eectrodes, or if the electrode packaging was opened as expected. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherance and/or air under the electrodes can lead to the possibility of arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Patient sustained burn marks. This is all the information provided at this time.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.